Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor memorygel breast implant 375cc gel prosthesis, catalog: 3543757, lot: 178780. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor memorygel breast implant 375cc gel prostheses. Rupture on the right breast prosthesis was diagnosed post procedure through a MRI. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. Also on (B)(6) 2018, mentor learned that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel prostheses on (B)(6) 2018; catalog # 3504501bc, s/ns (B)(4) (l) and (B)(4) (r). The device evaluation was completed on 12/12/2018. Summary: the device was returned at mentor containing gel with a cloudy appearance. Red, yellow, and white material were observed within the device. Gel was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring approximately 0.6 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red, yellow, and white material observed. The device history record (DHR) for the lot number 178780 was reviewed on 12/5/2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).